Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the mpu power lead connectors being damaged, was confirmed when the unit was evaluated by technical service. The top thread on the white power lead connector was dented in multiple places. The first few threads on the black power lead connector were damaged and marred. The mpu was repaired by replacing the patient cable assembly. The repaired unit was functionally tested and returned to the customer. The damaged mpu patient cable was returned for further evaluation. The damage was mechanical and could have occurred with normal usage; the extent of the damage was slight and the damage did not appear to be due to abuse. Functionally, the damaged threads on the mpu connectors did not affect the threading and locking of the mating controller connector. The cause of the thread damage was unable to be determined through this analysis. Set up and use of the mobile power unit (mpu) are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas instructions for use (IFU). Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. The heartmate 3 lvas patient handbook states that the patient should contact their hospital should they believe their equipment has issues - "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment.". The mpu assembly (pn 108285) was made in may 2018. The unit was packaged (pn 100160304) and placed into stock on jun 7, 2018. The unit was sent to the customer on dec 11, 2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Preliminary investigation found the damaged black and white connectors, and the system powered up as intended. Software (B)(4) was found and the system functioned as intended. The patient cable was replaced and preventative maintenance was performed. A final report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the black and white connectors were damaged on the mobile power unit patient cable.